Manufacturer narrative:
B3: unreported date in jun2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized and treated with unspecified anti-inflammatory medications for peritonitis. Pd therapy was ongoing. Patient outcome was not reported. The reporter declined to provide additional information.